Event description:
It was reported that during the implant procedure, the envelope have increased the defibrillation threshold. The envelope remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that at implant the right ventricular (rv) lead had high defibrillation thresholds. The rv lead was not implanted and a new rv lead used. The new rv lead had high defibrillation thresholds, and remains in use. No patient complications have been reported as a result of this event.